Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported they had put themselves in MRI mode for a 90 minute cardiac MRI a week ago, and when they were done, they couldn't find the device to deactivate the MRI mode. The patient stated they were worried they would have to get the ins replaced. Patient services walked the patient through connecting to their settings and the patient was able to successfully connect and deactivate MRI mode. The external devices were functioning as intended. The troubleshooting steps that were taken on the call resolved the issue. The patient commented that it seemed to take a long time for the handset to "boot up" and that it would lose its charge in probably an hour. Patient services offered to warm transfer the patient over to healthcare it to discuss and optimize battery usage of the handset but the patient declined, stating they would do that later. They stated they wanted to focus on taking care of their therapy for now. The patient was still connected at call's end but patient's reason for call was met and patient was very happy that the external devices were functioning as intended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.